Manufacturer narrative:
(B)(4).

Event description:
It was reported the ins was replaced with another ins on 24-feb-2014.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the battery did not show any signs of an internal short or any cause for premature depletion. No problems were found with the battery. The battery was completely discharged.¿ it was noted the ins had reached ¿normal end of life¿ with ¿no telemetry and no output.¿

Event description:
It was reported the neurostimulator that was implanted in 2011 "was not available for telemetry. It was cannot to find it. The patient wasn't damaged, but she needed a new stimulator." They were going to send the damaged stimulator after reimplantation. It was then reported it was implanted in 2010. Additional information received reported there was a prematurely discharged stimulator, and the event occurred during normal use. The product status was implanted and out of service. It was logged the date of implant was 2011 (B)(6) and the product was not replaced yet but the device was going to be replaced. It was noted that overdischarge was suspected and it was unknown what number overdischarge this was. It was reported there was a loss of stimulation/ therapeutic effect and replacement was required as a result of the event. It was reported the issue was not resolved at the time of report. It was noted that at the time of report the patient was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported there were ¿no symptoms related to this event, perfect stimulation effect for patient.¿ it was stated that r eprogramming was not possible because there was no communication between the ¿stimulation and medical control.¿ it was noted there were normal impedances. It was stated they have not explanted yet but they are going to explant in the future. It was stated the patient was good with conservative drug therapy, but the stimulator was better for the patient. It was noted the lack of telemetry was due to the premature discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.